Event description:
Right knee infection [joint infection]. Acute bronchitis [acute bronchitis]. Mediastinal lymphadenopathy [mediastinal lymphadenopathy]. Bilateral lower extremity edema [edema of lower extremities]. Sinus congestion [sinus congestion] . Right knee being the worse/ medial joint line tenderness/ chronic knee pain [knee pain]. Lateral cutaneous femoral nerve compression [lateral cutaneous nerve of thigh decompression]. Thoracic or lumbosacral neuritis or radiculitis [radiculitis lumbosacral]. Fell over [fall] . Injured her left knee [knee injury]. Range of motion decreased in tthe left knee [joint range of motion decreased]. Tear of the medial meniscus [meniscus tear]. Gerd (gastroesophageal reflux disease) [gastroesophageal reflux disease]. Dusky circles on her knees [skin discoloration]. Mild edema in the both knees at the suprapatellar region/ increased inflammation above the right patella into the suprapatellar region [joint inflammation]. Fluid is seen under ullrasound, slightly increased greater than previous [knee effusion]. Case narrative: initial information received on 02-oct-2018 regarding a legal unsolicited valid serious case received from a lawyer. This case involves a 53 years old female patient who experienced lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, fluid is seen under ultrasound, slightly increased greater than previous, mild edema in the both knees at the suprapatellar region increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the medial meniscus, sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis (latency: 1 month 30 days), right knee being the worse/ medial joint line tenderness/ chronic knee pain, right knee infection and dusky circles on her knees (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included back pain, arthropathy, arthralgia, hysterectomy and radiculotomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthralgia, tobacco user, oedema peripheral, gait disturbance, spinal osteoarthritis, myofascial pain syndrome, back pain, absent kidney, congenital, anxiety, hypertension, knee surgery (mar-2017), depression, obesity, diffuse lymphadenopathy, hypercholesterolemia, orthopedic surgery, right face swelling, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus, right knee arthroscopy and partial medial meniscectomy. Concomitant medications included clonazepam; doxepin; lisinopril; amlodipine besilate (norvasc); celecoxib (celebrex); codeine phosphate, paracetamol (tylenol with codeine), carisoprodol (soma), clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor), nortriptyline hydrochloride (pamelor), pantoprazole, lactulose, tizanidine, metaxalone (skelaxin), methocarbamol (robaxin-750) and sucralfate. It was also reported that patient was previously on diazepam and clonazepam. On (B)(6) 2017, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular for osteoarthritis. The synvisc 2 cc's was injected into the right knee without sequelae. She was observed for a minimum period of 15 minutes. There were no complications during the procedure and no unusual findings. On (B)(6) 2018, during the follow up visit, the fluid was seen under ultrasound, slightly increased greater than previous (joint effusion). Aspiration of approximately 15 cc of yellow thick fluid was removed from the knee during the visit and 2 cc of synvisc material was then injected without removal of the knee under the guidance of ultrasound. The patient was well appearing, and vital signs were normal. On (B)(6) 2017 , the patient had another follow up visit and complained of continued pain in both knees with the right knee being the worse. The patient reported that she was tired of her pain and knee hurting all the time. The patient reported that she drives for anywhere from 14-16 hours a day and feels that this might be the problem and had increased inflammation above the right patella into the suprapatellar region. The patient had her last synvisc injection on (B)(6) 2018 where synvisc 2 cc's was injected into the right knee without sequelae. On an unknown date, the patient experienced lateral cutaneous femoral nerve compression (lateral cutaneous nerve of thigh decompression), thoracic or lumbosacral neuritis or radiculitis. On an unknown date in (B)(6) 2017 , 4 weeks ago the patient fell over and injured her left knee. On follow up visit on (B)(6) 2017 , it was reported that the patient had mild edema in the both knees at the suprapatellar region increased inflammation above the right patella into the suprapatellar region (arthritis), range of motion decreased in the left knee but improved in the right knee with decreased pain related to her inactivity at this time. The gait was slightly within normal limits but did show slightly protective gait pattern of the left knee at that time. On the follow up of (B)(6) 2018, the patient complained of continued pain in the bilateral knees. Miid edema still was noted a. No cane or anything used besides that. The patient did have complaints of pain related to possible entrapment of the lateral femoral cutaneous nerve on the right. She exhibited classic symptoms of decreased sensation at the distribution of this nerve as well as hiving to stretch multiple times to help release it. On an unknown date, the patient had tear of the medial meniscus with geode formation within the bony structures as well. On (B)(6) 2017 , 1 month 30 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was hospitalized due to acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema and sinus congestion till (B)(6) 2017 . On (B)(6) 2017 , after 2 months, upon discharge patient developed gerd (gastroesophageal reflux disease). On (B)(6) 2018, patient visited to healthcare facility and her medical history stated that four years ago she had right knee arthroscopy and partial medial menisectomy. Patient also stated that even after surgery she continued to have knee pain. She began to have left knee pain and received depomedrol and synvisc injections. She claimed that she had right knee infection from synvisc and treated with IV antibiotics. She reported the development of dusky circles on her knees over the past six months. It was also confirmed that she had history of chronic knee pain consistent with arthritis and confirmed on the x-ray. In the radiographs of the right knee and left knee demonstrate mild to moderate bilateral, right grater than left, mainly medial compartment joint space narrowing, subchondral sclerosis, and osteophysis. Bilateral patellar tilt was noted. No acute fracture was or dislocation was present. Left upper patellar enthesophyte was noted. Vascular calcifications were noted. The soft tissues were remarkable. Relevant laboratory test results included: aspiration joint - on (B)(6) 2017 : [22 cc's were aspirated from the seroma]; on (B)(6) 2018 [approximately 15 cc s were aspirated from the seroma.]; on an unknown date: [unk] basophil count (0.0 - 1.0 %) - in (B)(6) 2018: 1.2 % [high] blood pressure measurement - on (B)(6) 2017 : 166/109 unk; on an unknown date: 140/95 unk body mass index - on an unknown date: 31.32 kg/m2 body temperature - on (B)(6) 2017 : 97.4 unk granulocytes abnormal (0.1 - 0.3 %) - in (B)(6) 2018: 0.5 % [high] heart rate - on 08-nov-2017: 91 unk; on an unknown date: 87 unk lymphocyte count (22.0 - 44.0 %) - in (B)(6) 2018: 21.7 % [low] mean platelet volume (10.0 - 14.0 fl) - in november 2018: 9.7 fl [low] neutrophil count (40.0 - 70.0 %) - in (B)(6) 2018: 70.6 % [high] nuclear magnetic resonance imaging on an unknown date: [tear of the rpedial meniscus] respiratory rate - on (B)(6) 2017: 18 unk final diagnosis was fluid is seen under ultrasound, slightly increased greater than previous, lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the rpedial meniscus a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: ace bandages is a wrap for stability for injured her left knee; demedrol for right knee being the worse/ medial joint line tenderness/ chronic knee pain; unspecified antibiotics for right knee infection; not reported for rest of the events outcome: unknown for all events. Seriousness criteria: hospitalization for acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema, sinus congestion; medically significant for lateral cutaneous femoral nerve compression, intervention required for right knee infection and right knee being the worse/ medial joint line tenderness/ chronic knee pain. Additional information received on (B)(6) 2018 from patient. Event of sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis was added with details. Lab data and medical history updated. Clinical course updated, and text amended accordingly. Additional information was received on (B)(6) 2018.global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 28-nov-2018 from the patient. Medical history of right face swelling, stroke, cancer, coronary heart disease, hypertension, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus were added as medical history was updated. Past medical historical drugs of diazepam and clonazepam was added. Concomitant medications of clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor) were added. Clinical course updated. Text amended accordingly upon internal review on (B)(6) 2019 processed with clock start date of (B)(6) 2018 the malfunction field previously captured as yes was removed additional information was received on 05-apr-2019 from the lawyer. Additional events of right knee infection and dusky circles on her knees were added. Verbatim for right knee being the worse was updated to right knee being the worse/ medial joint line tenderness/ chronic knee pain. Corrective treatment of depomedrol was added. Medical history of right knee arthroscopy and partial medial meniscectomy was added. Concomitant medications were added. Clinical course updated. Text amended accordingly.

Event description:
Acute bronchitis [acute bronchitis] mediastinal lymphadenopathy [mediastinal lymphadenopathy] bilateral lower extremity edema [edema of lower extremities] sinus congestion [sinus congestion] lateral cutaneous femoral nerve compression [lateral cutaneous nerve of thigh decompression] thoracic or lumbosacral neuritis or radiculitis [radiculitis lumbosacral] fell over [fall] injured her left knee [knee injury] range of motion decreased in tthe left knee [joint range of motion decreased] tear of the medial meniscus [meniscus tear] gerd (gastroesophageal reflux disease) [gastroesophageal reflux disease] mild edema in the both knees at the suprapatellar region/ increased inflammation above the right patella into the suprapatellar region [joint inflammation] right knee being the worse [knee pain] fluid is seen under ullrasound, slightly increased greater than previous [knee effusion] case narrative: initial information received on 02-oct-2018 regarding a legal unsolicited valid serious case received from a lawyer. This case involves a 53 years old female patient who experienced lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, fluid is seen under ultrasound, slightly increased greater than previous, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the medial meniscus, sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis (latency: 1 month 30 days) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included back pain, arthropathy, arthralgia, hysterectomy and radiculotomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthralgia, tobacco user, oedema peripheral, gait disturbance, spinal osteoarthritis, myofascial pain syndrome, back pain, absent kidney, congenital, anxiety, hypertension, knee surgery (B)(6) 2017), depression, obesity, diffuse lymphadenopathy, hypercholesterolemia, orthopedic surgery, right face swelling, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus. Concomitant medications included clonazepam; doxepin; lisinopril; amlodipine besilate (norvasc); celecoxib (celebrex); codeine phosphate, paracetamol (tylenol with codeine), carisoprodol (soma), clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor). It was also reported that patient was previously on diazepam and clonazepam. On (B)(6) 2017, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular for osteoarthritis. The synvisc 2 cc's was injected into the right knee without sequelae. She was observed for a minimum period of 15 minutes. There were no complications during the procedure and no unusual findings. On (B)(6) 2018, during the follow up visit, the fluid was seen under ultrasound, slightly increased greater than previous (joint effusion). Aspiration of approximately 15 cc of yellow thick fluid was removed from the knee during the visit and 2 cc of synvisc material was then injected without removal of the knee under the guidance of ultrasound. The patient was well appearing, and vital signs were normal. On (B)(6) 2017, the patient had another follow up visit and complained of continued pain in both knees with the right knee being the worse. The patient reported that she was tired of her pain and knee hurting all the time. The patient reported that she drives for anywhere from 14-16 hours a day and feels that this might be the problem and had increased inflammation above the right patella into the suprapatellar region. The patient had her last synvisc injection on 01-nov-2018 where synvisc 2 cc's was injected into the right knee without sequelae. On an unknown date, the patient experienced lateral cutaneous femoral nerve compression (lateral cutaneous nerve of thigh decompression), thoracic or lumbosacral neuritis or radiculitis. On an unknown date in (B)(6) 2017, 4 weeks ago the patient fell over and injured her left knee. On follow up visit on (B)(6) 2017, it was reported that the patient had mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region (arthritis), range of motion decreased in the left knee but improved in the right knee with decreased pain related to her inactivity at this time. The gait was slightly within normal limits but did show slightly protective gait pattern of the left knee at that time. On the follow up of (B)(6) 2018, the patient complained of continued pain in the bilateral knees. Miid edema still was noted a. No cane or anything used besides that. The patient did have complaints of pain related to possible entrapment of the lateral femoral cutaneous nerve on the right. She exhibited classic symptoms of decreased sensation at the distribution of this nerve as well as hiving to stretch multiple times to help release it. On an unknown date, the patient had tear of the medial meniscus with geode formation within the bony structures as well. On (B)(6) 2017, 1 month 30 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was hospitalized due to acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema and sinus congestion till (B)(6) 2017. On (B)(6) 2017, after 2 months, upon discharge patient developed gerd (gastroesophageal reflux disease). Relevant laboratory test results included: aspiration joint - on (B)(6) 2017: [22 cc's were aspirated from the seroma]; on (B)(6) 2018: [approximately 15 cc s were aspirated from the seroma.]; on an unknown date: [unk] basophil count (0.0 - 1.0 %) - in (B)(6) 2018: 1.2 % [high] blood pressure measurement - on (B)(6) 2017: 166/109 unk; on an unknown date: 140/95 unk body mass index - on an unknown date: 31.32 kg/m2 body temperature - on (B)(6) 2017: 97.4 unk granulocytes abnormal (0.1 - 0.3 %) - in (B)(6) 2018: 0.5 % [high] heart rate - on (B)(6) 2017: 91 unk; on an unknown date: 87 unk lymphocyte count (22.0 - 44.0 %) - in (B)(6) 2018: 21.7 % [low] mean platelet volume (10.0 - 14.0 fl) - in (B)(6) 2018: 9.7 fl [low] neutrophil count (40.0 - 70.0 %) - in (B)(6) 2018: 70.6 % [high] nuclear magnetic resonance imaging - on an unknown date: [tear of the rpedial meniscus] respiratory rate - on (B)(6) 2017: 18 unk final diagnosis was fluid is seen under ultrasound, slightly increased greater than previous, lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the rpedial meniscus a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: ace bandages is a wrap for stability for injured her left knee; not reported for rest of the events outcome: unknown for all events. Seriousness criteria: hospitalization for acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema, sinus congestion; medically significant for lateral cutaneous femoral nerve compression. Additional information received on 02-oct-2018 from patient. Event of sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis was added with details. Lab data and medical history updated. Clinical course updated, and text amended accordingly. Additional information was received on (B)(6) 2018.global ptc number and ptc results were added. Text amended accordingly. Additional information was received on (B)(6) 2018 from the patient. Medical history of right face swelling, stroke, cancer, coronary heart disease, hypertension, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus were added as medical history was updated. Past medical historical drugs of diazepam and clonazepam was added. Concomitant medications of clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor) were added. Clinical course updated. Text amended accordingly upon internal review on (B)(6) 2019 processed with clock start date of (B)(6) 2018 the malfunction field previously captured as yes was removed

Event description:
Right knee infection [joint infection] acute bronchitis [acute bronchitis] mediastinal lymphadenopathy [mediastinal lymphadenopathy] sinus congestion [sinus congestion] bilateral lower extremity edema [edema of lower extremities] lateral cutaneous femoral nerve compression [lateral cutaneous nerve of thigh decompression] right knee being the worse/ medial joint line tenderness/ chronic knee pain [knee pain] thoracic or lumbosacral neuritis or radiculitis [radiculitis lumbosacral] fell over [fall] injured her left knee [knee injury] range of motion decreased in tthe left knee [joint range of motion decreased] tear of the medial meniscus [meniscus tear] gerd (gastroesophageal reflux disease) [gastroesophageal reflux disease] dusky circles on her knees [skin discoloration] mild edema in the both knees at the suprapatellar region/ increased inflammation above the right patella into the suprapatellar region [joint inflammation] fluid is seen under ullrasound, slightly increased greater than previous [knee effusion] case narrative: initial information received on 02-oct-2018 regarding a legal unsolicited valid serious case received from a lawyer. This case involves a 53 years old female patient who experienced lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, fluid is seen under ultrasound, slightly increased greater than previous, mild edema in the both knees at the suprapatellar region/increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the medial meniscus, sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis (latency: 1 month 30 days), right knee being the worse/ medial joint line tenderness/ chronic knee pain, right knee infection and dusky circles on her knees (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included low back pain, arthropathy of lumabar facet, pain in left and right knee, hysterectomy andlumbar facet block and rhizotomy, stroke, cancer, coronary heart disease, right ear pain, cough, swollen lymph node, feeling tired, hot flashes, insomnia, generalized anxiety disorder. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthralgia, smoker, mild edema in right knee across suprapatellar region, slight gait abnormality protecting the right lower extremity, lumbosacral spondylosis w/o myelopathy, myofascial pain syndrome, backache nos, absent kidney, congenital, anxiety, hypertension, knee surgery (mar-2017), depression, obesity, diffuse lymphadenopathy, hypercholesterolemia, orthopedic surgery, right face swelling, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus, right knee arthroscopy and partial medial meniscectomy, partial medial meniscectomy. Concomitant medications included clonazepam; doxepin; lisinopril; amlodipine besilate (norvasc); celecoxib (celebrex); codeine phosphate, paracetamol (tylenol with codeine), carisoprodol (soma), clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor), nortriptyline hydrochloride (pamelor), pantoprazole, lactulose, tizanidine, metaxalone (skelaxin), methocarbamol (robaxin-750) and sucralfate. It was also reported that patient was previously on diazepam and clonazepam. On 08-sep-2017, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular route (lot number: 7rsp006a; expiration date: unknown) for osteoarthritis. The synvisc 2 cc's was injected into the right knee without sequelae. She was observed for a minimum period of 15 minutes. There were no complications during the procedure and no unusual findings. On 22-sep-2018, during the follow up visit, the fluid was seen under ultrasound, slightly increased greater than previous (joint effusion). Aspiration of approximately 15 cc of yellow thick fluid was removed from the knee during the visit and 2 cc of synvisc material was then injected without removal of the knee under the guidance of ultrasound. The patient was well appearing, and vital signs were normal. On 01-nov-2017, the patient had another follow up visit and complained of continued pain in both knees with the right knee being the worse. The patient reported that she was tired of her pain and knee hurting all the time. The patient reported that she drives for anywhere from 14-16 hours a day and feels that this might be the problem and had increased inflammation above the right patella into the suprapatellar region. The patient had her last synvisc injection on 01-nov-2018 where synvisc 2 cc's was injected into the right knee without sequelae. On an unknown date, the patient experienced lateral cutaneous femoral nerve compression (lateral cutaneous nerve of thigh decompression), thoracic or lumbosacral neuritis or radiculitis. On an unknown date in oct-2017, 4 weeks ago the patient fell over and injured her left knee. On follow up visit on 13-dec-2017, it was reported that the patient had mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region (arthritis), range of motion decreased in the left knee but improved in the right knee with decreased pain related to her inactivity at this time. The gait was slightly within normal limits but did show slightly protective gait pattern of the left knee at that time. On the follow up of 06-mar-2018, the patient complained of continued pain in the bilateral knees. Miid edema still was noted a. No cane or anything used besides that. The patient did have complaints of pain related to possible entrapment of the lateral femoral cutaneous nerve on the right. She exhibited classic symptoms of decreased sensation at the distribution of this nerve as well as hiving to stretch multiple times to help release it. On an unknown date, the patient had tear of the medial meniscus with geode formation within the bony structures as well. On 07-nov-2017, 1 month 30 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was hospitalized due to acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema and sinus congestion till 08-nov-2017. On 08-nov-2017, after 2 months, upon discharge patient developed gerd (gastroesophageal reflux disease). On 26-jun-2018, patient visited to healthcare facility and her medical history stated that four years ago she had right knee arthroscopy and partial medial menisectomy. Patient also stated that even after surgery she continued to have knee pain. She began to have left knee pain and received depomedrol and synvisc injections. She claimed that she had right knee infection from synvisc and treated with IV antibiotics. She reported the development of dusky circles on her knees over the past six months. It was also confirmed that she had history of chronic knee pain consistent with arthritis and confirmed on the x-ray. In the radiographs of the right knee and left knee demonstrate mild to moderate bilateral, right grater than left, mainly medial compartment joint space narrowing, subchondral sclerosis, and osteophysis. Bilateral patellar tilt was noted. No acute fracture was or dislocation was present. Left upper patellar enthesophyte was noted. Vascular calcifications were noted. The soft tissues were remarkable. Relevant laboratory test results included: aspiration joint - on 01-nov-2017: [22 cc's were aspirated from the seroma]; on 22-sep-2018: [approximately 15 cc s were aspirated from the seroma.]; on an unknown date: [unk] basophil count (0.0 - 1.0 %) - in november 2018: 1.2 % [high] blood pressure measurement - on 08-nov-2017: 166/109 unk; on an unknown date: 140/95 unk body mass index - on an unknown date: 31.32 kg/m2 body temperature - on 08-nov-2017: 97.4 unk granulocytes abnormal (0.1 - 0.3 %) - in november 2018: 0.5 % [high] heart rate - on 08-nov-2017: 91 unk; on an unknown date: 87 unk lymphocyte count (22.0 - 44.0 %) - in november 2018: 21.7 % [low] mean platelet volume (10.0 - 14.0 fl) - in november 2018: 9.7 fl [low] neutrophil count (40.0 - 70.0 %) - in november 2018: 70.6 % [high] nuclear magnetic resonance imaging - on an unknown date: [tear of the rpedial meniscus] respiratory rate - on 08-nov-2017: 18 unk final diagnosis was fluid is seen under ultrasound, slightly increased greater than previous, lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the rpedial meniscus a product technical complaint (ptc) was initiated on 12-oct-2018 for synvisc. Batch number: unknown, global ptc number: 55887. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: ace bandages is a wrap for stability for injured her left knee; demedrol for right knee being the worse/ medial joint line tenderness/ chronic knee pain; unspecified antibiotics for right knee infection; not reported for rest of the events outcome: unknown for all events. Seriousness criteria: hospitalization for acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema, sinus congestion; medically significant for lateral cutaneous femoral nerve compression, intervention required for right knee infection and right knee being the worse/ medial joint line tenderness/ chronic knee pain. Additional information received on 02-oct-2018 from patient. Event of sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis was added with details. Lab data and medical history updated. Clinical course updated, and text amended accordingly. Additional information was received on 12-oct-2018.global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 28-nov-2018 from the patient. Medical history of right face swelling, stroke, cancer, coronary heart disease, hypertension, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus were added as medical history was updated. Past medical historical drugs of diazepam and clonazepam was added. Concomitant medications of clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor) were added. Clinical course updated. Text amended accordingly upon internal review on 09-jan-2019 processed with clock start date of 28-nov-2018 the malfunction field previously captured as yes was removed additional information was received on 05-apr-2019 from the lawyer. Additional events of right knee infection and dusky circles on her knees were added. Verbatim for right knee being the worse was updated to right knee being the worse/ medial joint line tenderness/ chronic knee pain. Corrective treatment of depomedrol was added. Medical history of right knee arthroscopy and partial medial meniscectomy was added. Concomitant medications were added. Clinical course updated. Text amended accordingly. Additional information was received on 12-jul-2019 from the lawyer. Lot number updated. Text amended accordingly.

Event description:
Acute bronchitis [acute bronchitis] ; mediastinal lymphadenopathy [mediastinal lymphadenopathy] ; bilateral lower extremity edema [edema of lower extremities]; sinus congestion [sinus congestion] ; lateral cutaneous femoral nerve compression [lateral cutaneous nerve of thigh decompression] ; thoracic or lumbosacral neuritis or radiculitis [radiculitis lumbosacral] ; fell over [fall] ; injured her left knee [knee injury] ; range of motion decreased in the left knee [joint range of motion decreased] ; tear of the medial meniscus [meniscus tear] ; gerd (gastroesophageal reflux disease) [gastroesophageal reflux disease] ; mild edema in the both knees at the suprapatellar region/ increased inflammation above the right patella into the suprapatellar region [joint inflammation] ; right knee being the worse [knee pain] ; fluid is seen under ultrasound, slightly increased greater than previous [knee effusion] . Case narrative: initial information received on (B)(6) 2018 regarding a legal unsolicited valid serious case received from a lawyer. This case involves a (B)(6) female patient who experienced lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, fluid is seen under ultrasound, slightly increased greater than previous, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the medial meniscus, sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis (latency: 1 month 30 days) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included back pain, arthropathy, arthralgia, hysterectomy and radiculotomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthralgia, tobacco user, oedema peripheral, gait disturbance, spinal osteoarthritis, myofascial pain syndrome, back pain, absent kidney, congenital, anxiety, hypertension, knee surgery ((B)(6) 2017), depression, obesity, diffuse lymphadenopathy, hypercholesterolemia, orthopedic surgery, right face swelling, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus. Concomitant medications included clonazepam; doxepin; lisinopril; amlodipine besilate (norvasc); celecoxib (celebrex); codeine phosphate, paracetamol (tylenol with codeine), carisoprodol (soma), clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor). It was also reported that patient was previously on diazepam and clonazepam. On (B)(6) 2017, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular for osteoarthritis. The synvisc 2 cc's was injected into the right knee without sequelae. She was observed for a minimum period of 15 minutes. There were no complications during the procedure and no unusual findings. On (B)(6) 2018, during the follow up visit, the fluid was seen under ultrasound, slightly increased greater than previous (joint effusion). Aspiration of approximately 15 cc of yellow thick fluid was removed from the knee during the visit and 2 cc of synvisc material was then injected without removal of the knee under the guidance of ultrasound. The patient was well appearing, and vital signs were normal. On (B)(6) 2017, the patient had another follow up visit and complained of continued pain in both knees with the right knee being the worse. The patient reported that she was tired of her pain and knee hurting all the time. The patient reported that she drives for anywhere from 14-16 hours a day and feels that this might be the problem and had increased inflammation above the right patella into the suprapatellar region. The patient had her last synvisc injection on (B)(6) 2018 where synvisc 2 cc's was injected into the right knee without sequelae. On an unknown date, the patient experienced lateral cutaneous femoral nerve compression (lateral cutaneous nerve of thigh decompression), thoracic or lumbosacral neuritis or radiculitis. On an unknown date in (B)(6) 2017, 4 weeks ago the patient fell over and injured her left knee. On follow up visit on (B)(6) 2017, it was reported that the patient had mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region (arthritis), range of motion decreased in the left knee but improved in the right knee with decreased pain related to her inactivity at this time. The gait was slightly within normal limits but did show slightly protective gait pattern of the left knee at that time. On the follow up of (B)(6) 2018, the patient complained of continued pain in the bilateral knees. Mild edema still was noted a. No cane or anything used besides that. The patient did have complaints of pain related to possible entrapment of the lateral femoral cutaneous nerve on the right. She exhibited classic symptoms of decreased sensation at the distribution of this nerve as well as hiving to stretch multiple times to help release it. On an unknown date, the patient had tear of the medial meniscus with geode formation within the bony structures as well. On (B)(6) 2017, 1 month 30 days after initiating treatment with hylan g-f 20, sodium hyaluronate, patient was hospitalized due to acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema and sinus congestion till (B)(6) 2017. On (B)(6) 2017, after 2 months, upon discharge patient developed gerd (gastroesophageal reflux disease). Relevant laboratory test results included: aspiration joint - on (B)(6) 2017: [22 cc's were aspirated from the seroma]; on (B)(6) 2018: [approximately 15 cc s were aspirated from the seroma.]; on an unknown date: [unk] basophil count (0.0 - 1.0 %) - in (B)(6) 2018: 1.2 % [high]. Blood pressure measurement - on (B)(6) 2017: 166/109 unk; on an unknown date: 140/95 unk body mass index - on an unknown date: 31.32 kg/m2. Body temperature - on (B)(6) 2017: 97.4 unk. Granulocytes abnormal (0.1 - 0.3 %) - in (B)(6) 2018: 0.5 % [high]. Heart rate - on (B)(6) 2017: 91 unk; on an unknown date: 87 unk lymphocyte count (22.0 - 44.0 %) - in (B)(6) 2018: 21.7 % [low]. Mean platelet volume (10.0 - 14.0 fl) - in (B)(6) 2018: 9.7 fl [low]. Neutrophil count (40.0 - 70.0 %) - in (B)(6) 2018: 70.6 % [high]. Nuclear magnetic resonance imaging - on an unknown date: [tear of the predial meniscus]. Respiratory rate - on (B)(6) 2017: 18 unk. Final diagnosis was fluid is seen under ultrasound, slightly increased greater than previous, lateral cutaneous femoral nerve compression, thoracic or lumbosacral neuritis or radiculitis, mild edema in the both knees at the suprapatellar region/ / increased inflammation above the right patella into the suprapatellar region, fell over and injured her left knee, range of motion decreased in the left knee, tear of the rpedial meniscus. A product technical complaint (ptc) was initiated on 12-oct-2018 for synvisc. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: ace bandages is a wrap for stability for injured her left knee; not reported for rest of the events. Outcome: unknown for all events. Seriousness criteria: hospitalization for acute bronchitis, mediastinal lymphadenopathy, bilateral lower extremity edema, sinus congestion; medically significant for lateral cutaneous femoral nerve compression. Additional information received on (B)(6) 2018 from patient. Event of sinus congestion, bilateral lower extremity edema, gerd (gastroesophageal reflux disease), mediastinal lymphadenopathy, acute bronchitis was added with details. Lab data and medical history updated. Clinical course updated, and text amended accordingly. Additional information was received on 12-oct-2018. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on (B)(6) 2018 from the patient. Medical history of right face swelling, stroke, cancer, coronary heart disease, hypertension, diaphoresis, cough, swollen lymph node, cyst, hot flashes, insomnia, generalized anxiety disorder and torn meniscus were added as medical history was updated. Past medical historical drugs of diazepam and clonazepam was added. Concomitant medications of clindamycin (cleocin), tramadol (tramadol), venlafaxine hydrochloride (effexor) and nortriptyline hydrochloride (pamelor) were added. Clinical course updated. Text amended accordingly.